Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that during advancement of a lens through a cartridge, the cartridge split and cracked the lens.

Manufacturer narrative:
Product evaluation: the customer indicated the use of a qualified 06.0 diopter lens and handpiece. Iol product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).